Manufacturer narrative:
Hydraulic sub-assembly.

Event description:
It was reported through a service report that hydraulic fluid leaked onto the ambulance floor. No patient involvement or adverse consequences were reported.